Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a foley catheter dislodgement after catheter placement placed on (B)(6) 2025 and upon checking the balloon, leakage was confirmed. Per follow up information received via rcc on 26sep2025, stated that when checked the foley catheter balloon, it was confirmed that it was leaking as the balloon was damaged.

Event description:
It was reported that this was a foley catheter dislodgement after catheter placement placed on (B)(6) 2025 and upon checking the balloon, leakage was confirmed. Per follow up information received via rcc on 26sep2025, stated that when checked the foley catheter balloon, it was confirmed that it was leaking as the balloon was damaged.

Manufacturer narrative:
Initial reporter facility name:(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.